Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) was associated with an extended charge time of 18.2 seconds and a battery measurement of 2.63 volts. This device is included in the mid-life display of replacement indicators advisory population initially communicated (B)(6) 2007. A boston scientific crm technical services consultant (ts) discussed the advisory details and suggested follow-up of the device and patient in one month, and recommended device replacement if elective replacement indicator (eri) status is reached. There was no report of adverse patient effects, and the device remains implanted and in service. This device also is included in the (B)(6) 2007 shortened replacement window, the (B)(6) 2005 renewal 3 & 4 microswitch, and the (B)(6) 2006 subpectoral implants advisory populations. The device subsequently was explanted 31.4 months later with no additional issues reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. An engineering-level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests was conducted to verify the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.